Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noise on the rate/sense channel associated with oversensing and high impedance measurements. Shock lead impedance measurements were greater than 125 ohms. During a lead revision, insulation damage was noted as an abrasion/cut without a conductor fracture in the area of the yoke. There were no therapy delivery issues and no pacing inhibition. The patient is not pacemaker dependent. The setscrews of this implantable cardioverter defibrillator (ICD) were verified to be tight and there was blood noted in the header and the header appeared to be loose. Subsequently, another guidant implantable cardioverter defibrillator (ICD) was implanted.